Event description:
Sorin group (B)(4) received a report that the s5 roller pump stopped and displayed an error message. The pump was restarted and the procedure was completed without further issues. There was no patient injury.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 roller pump stopped and displayed an error message. The pump was restarted and the procedure was completed without further issues. There was no patient injury. The pump was returned to sorin group deutschland for evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.